Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Technical support sent a replacement pump to the customer.